Event description:
Pt on operating room table for scheduled acl. The pt was draped. Surgical tech passed off suction to drape. Circulation rn attached suction and turned it on. After a couple of minutes, there was a loud "popping" noise and suction canister exploded. The bottom piece of the outer canister flew across the room and hit the surgical tech in the chest, then hit the sterile drapes, which were then contaminated. The piece which broke off was very sharp and could have caused serious injury. Issue at hand involved medline's 3000cc semi rigid outer canister (product # or531) and accompanying suction canister semi rigid liner (product #or530). The suction canister literally exploded in the operating room and could have caused significant injury to both staff and our pt. Fortunately, that was not the case, however we're reporting this to avoid potential injury to anyone else. Diagnosis or reason for use: used to collect fluid during surgery, collects fluid during surgical procedures. Event abated after use stopped or dose reduced: yes.